Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint is for a report of a user error. Disposable supplies are intended to be single use only and are not to be reused. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp)'s caregiver (cg) stated the hc was in prime and he was using the same supplies from the night before, and that the hp was connected. The baxter technical service representative (tsr) explained the proper setup procedures and assisted the cg with troubleshooting and starting over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding clarification on "using last nights supplies". The cg said that he vaguely remembers calling and did not think that they had re-used supplies from the previous night. No further information available.